Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubble. Customer had high blood glucose of 26 mmol/l. Customer stated that insulin pump keeps beeping the calibration snooze. Reservoir will not be returned for analysis.